Event description:
It was reported that the device had an unable to complete wireless transmission for 3 days warning and there was confusion as to why the warning did not clear itself after the transmission. The device is still in use. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.